Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 95% stenosed lesion was located in a moderately tortuous and severely calcified left antebrachium. On the first inflation the f/g sterling otw 5.0 x 20/40 (4f) balloon was inflated to 6 atms. On the second inflation, the balloon was inflated to 10 atms and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
Pt age 18 yrs or older. The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).